Manufacturer narrative:
D10 - concomitant product: (B)(6) endo stitch instrument, (lot # j5j3910ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during suturing of a vaginal cuff, the needle broke in the tissue during the procedure. Imaging confirmed that a needle remnant was retained in the tissue, and attempts were made to retrieve the retained fragment both laparoscopically and vaginally however, the fragment could not be recovered, and the decision was made to close the procedure.